Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received notification for long charge time. Capacitor maintenance test revealed long charge time message again. Device replacement was suggested.